Manufacturer narrative:
The device has been returned and is currently being evaluated. The investigation is on going. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus, the camera head does not work. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since no problem was detected, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head does not work. There were no reports of patient harm.